Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported short battery life. Troubleshooting was performed and customer received a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The customer will continue the use of the device and the pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power-related alarms were noted during testing. A review of the history files reveals on (B)(6) 2023 the following alarms occurred: one (1) low battery alert (02:23). Nine (9) failed batt test (battery failed) alarms (07:55, 2x 07:56, 2x 07:59, 2x 08:00, and 2x 08:01). Three (3) change battery fault (replace battery) alerts (03:28, 07:55, and 07:56). Ten (10) off no power (replace battery now) alarms (03:59, 07:56, 2x 07:59, 3x 08:00, 2x 08:01, and 08:02). One (1) batt out limit (power loss) alarm (09:09). Two (2) pump error 53 (linenumber 5632 filenumber 2005) alarms (07:56 and 08:00) due to a software error. The internal battery¿s health was detected as unhealthy, and by design, it generates a replace battery alert/replace battery now alarm without the low battery alert to minimize the risk of power loss without any notification to the user. Low battery alarm anomaly, problem isolated to the internal lithium battery. The pump was cut open for a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Battery charge lasting less than expected (short battery life), replace battery now alarm, and unexpected battery power loss are all confirmed, problem isolated to the internal lithium battery. Pump error 53 alarms are confirmed due to a software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.